Event description:
It was reported that the patient's battery was moving and needed to be fixed. Additional information received noted that the cause of the event was unknown. 2014 (B)(6) showed normal abdominal x ray. Two lead gastric pacemaker device in place. Increased current to 7.5. Surgical consult 2014 (B)(6). Hospitalization was not required. Patient outcome was noted as non-serious injury/illness.

Manufacturer narrative:
Product ID 4351-35, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 4351-35, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).